Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a control result of 176mg/dl on the contour next one. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the control for evaluation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
Additional information remedial action and FDA correction/removal#.